Manufacturer narrative:
The company service representative examined the system and was able to confirm and replicate the reported events. The company service representative found that the power cable was not fully inserted into the power socket, and fully inserted the cable to address the reported events. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the power cable not being fully inserted into the power socket. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract surgery, the system could not power on after it hang. The system also unable to prime. The surgery was completed on the same day. Additional information received clarified that the surgery was completed by switching to a new unit during surgery. There was no harm to the patient.